Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced elevated blood glucose levels 583mg/dl. The patient reportedly filled their cartridge at around 1am on (B)(6) 2012 with lantus instead of novolog. The patient resumed the pump and was delivering until 11 am. The patient checked their blood glucose level at 11:30 and 12:45pm and it was 583mg/dl. The patient changed out the site and set and filled a cartridge with novolog u100 insulin. The reporter indicated that the pump emitted 3 occlusion alarms (5:30am, 7:30am, 10:30am). The pump was re-primed following each alarm. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to using long acting insulin in the pump.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the alarm history indicated occlusion alarms occurred on (B)(6) 2012 at 5:29am, 7:50am, and 10:47 am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).